Manufacturer narrative:
(B)(4). D10: (B)(6) bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 3195169. G2: foreign: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, while getting up from a chair, felt a sudden onset of pain and inability to bear weight. The emergency department confirmed the dislocation and was unable to reduce the hip. The patient underwent a successful reduction under general anesthesia and all implants remain in place.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain and dislocation. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.